Event description:
Caller reported a temperature alarm occurred, with the pump alarm happening despite conditions not being extreme and the pump charging properly. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.